Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the suture broke several times during use and the patient experienced dehiscence of the wound post-operatively (sutures came out).